Event description:
It was reported that attempts to interrogate the pulse generator using a merlin pcs resulted in a message instructing that a 3510 programmer be used to interrogate the device. On (B)(6)2010 attempts to interrogate the device using a 3510 programmer resulted in a software error message. The pulse generator was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found that the pulse generator was operating in backup vvi. Subsequent testing determined that this reset resulted from multiple flipped bits in the product code. After the product code was downloaded, normal function en- sued. Comprehensive electrical testing did not cause the vvi reset to recur.